Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
2025-feb-20 (B)(6) (con): information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The patient stated the device was not working for them and today wanted to try it again and mess with the settings. The patient said the device hardly will go past their knees and this morning their back was hurting and nothing reached it. The pt stated that it went down their side of the hip but didn't touch the pain. The agent reviewed possible adjustment may be needed. The patient mentioned they had to turn it up so far and felt like it was jarring them to death because it was too strong. The agent asked if the patient had tried to change the groups, and the patient said they had tried all groups. The agent reviewed how to change groups. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. The patient mentioned just having the device removed, and the agent directed them to their hcp.